Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-29, lot# n238737, se implanted: (B)(6) 2010, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had new pain in the hip that began in the ¿last year or so.¿ currently, the implantable neurostimulator (ins) covered the legs but not high enough to reach the hips. If the patient turned stimulation up high it reached the hip but it was uncomfortable and felt too high. The patient stated it felt like he was ¿vibrating to death.¿ the patient stated the healthcare professional (hcp) planned on moving the leads to reach the hip patient was also trying to set up an appointment for a longevity calculation. The patient noted that instead of having two surgeries he would prefer to replace the ins and move lead at once. The patient stated he received a call from a manufacturer representative but did not get a name or number. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.